Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated the sensor stopped working and contacted dexcom technical support on (B)(6) 2017. The patient was advised to remove the sensor; however, the patient mentioned she was on vacation and did not have an extra sensor to wear. On the night of (B)(6) 2017, the patient went to bed and felt fine but when she woke up at 1:30am, she started hallucinating and her friends indicated that her blood sugar was at 24mg/dl. The patient's mother called 911, was given glucagon and liquid sugar tablets. In addition, the hotel security gave the patient peanut butter sandwiches. The patient refused to be transported to the hospital. At the time of contact, the patient was still having issues with her blood sugar and continuous glucose monitor (cgm) not working properly. No additional patient or event information is available.